Event description:
When attempting coil embolization of an endoleak after endovascular aneurysm repair from the inferior mesenteric artery the penumbra lantern catheter snapped from its distal third and approximately 50cm was retained it the intestinal arterial arcade. Effort to snare and remove the catheter failed and the device was retained in the body. The embolization could not be performed as a result. The patient was admitted for observation.